Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal pump sounds and clicks could not be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined through this evaluation as the submitted log files appeared to capture the pump operating as intended. The controller event log file contained events from 08feb2023 through 09feb2023, per the timestamps. The controller periodic log file contained data from 29jan2023 through 09feb2023. No notable events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-026464, with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU and patient handbook instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an abnormal sound coming from the left ventricular assist device (lvad). The inpatient team stated that they heard abnormal pump sounds and clicks. There were no abnormal sounds heard on reassessments. The pump sounds are louder in thinner patients. The log fles were sent to ensure the pump was operating as intended.